Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen. There was no contrast visible in the inflation lumen. There was no stent implant returned. There were crimp marks on the balloon where the stent implant had been between the markers. The balloon was tightly folded. There were two kinks, one was at the guide wire exit notch, the other was 18.3 cm distal to the guide wire exit notch. There was no other damage noted to the sds. Product performance engineering reviewed the incident information and analysis of the returned rx vision stent delivery system (sds). It was reported that the device was unable to cross the lesion. Cross can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, guiding catheter support, guide wire support, patient anatomical morphology, and patient disease state. Analysis of the sds found blood visible in the guide wire lumen, which is consistent with the reported information that the device was prepared for use. However, the stent implant was not returned with the sds and therefore the crimped stent outer diameters could not measured. There were crimp marks on the tightly folded balloon where the stent had been between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. Unfortunately, none of the information gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent implant dislodgement and failure to cross in this case cannot be determined. In addition, two kinks were noted in the sds, which were not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported difficulties. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the device would not cross the lesion and that nothing was able to cross. No additional event or patient information is available. This event is being conservatively reported based on the returned goods analysis which revealed that the stent was not on the stent delivery system (sds) balloon, and was not returned with the sds.